Event description:
Different expiry dates printed on outer box and inner pouch. This was noted during incoming inspection at the user facility. Customer returned affected product. Investigation of this issue determined that labels were printed incorrectly during manufacture. Procedures were updated to ensure expiry dates are consistent across all labels. This failure has not recurred since this report. No serious implications to this issue were mentioned by the complainant. No pt was harmed and no serious injury occurred.